Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for evaluation. At this time the mechanism of damage is undetermined. A lot history review (lhr) of revh1266 showed two other similar product complaint(s) from this lot number. (421887, 428553).

Event description:
It was reported that (B)(6) 2012, the pt was implanted a long term dialysis catheter. The surgery was successful. Three times one week hemodialysis in hospital. On (B)(6) 2013, the pt found the catheter out of skin part longer than before. X-chest confirm the catheter's tip far from the right position. The doctor has to extraction the catheter. The cuff still in pt's body.